Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood found inside the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) completely pulled out from the collar, numerous kinks in the distal shaft, and there was tip/markerband damage (flattened). Functional testing could not be carried out due to the excessive damage (separation) to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01820. It was reported that the guidezilla extension split up from the catheter and the promus premier stent was damaged. A guidezilla¿ guide extension catheter and a 20 x 3.50mm promus premier¿ stent were selected for use. During the procedure, one stent was able to pass the guidezilla. However, when the promus premier stent was used, it was noted that it would not pass. Consequently, the stent was removed and it was identified as damaged on the distal side. The physician then tried to pass a third stent; however, it did not pass and was removed. Finally, the physician decided to remove the guidezilla and noticed it was damaged and split up from the catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.